Event description:
During a laparoscopic appendectomy procedure, the device delivered an incomplete staple line. The procedure was converted to open and completed with sutures. The pt is recovering with no additional complications.